Event description:
Boston scientific rec'd info that at implant six to seven placement sites were attempted for this right ventricular (rv) lead. The best location showed r waves of 1.6 mv and a capture threshold of 5.0v at 0.5 ms. The pt primarily was indicated for ai pacing so the pocket was closed. Testing done through the device resulted in no threshold. As a result this lead was explanted a few days later w/o incident. No adverse pt effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.